Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, a partial connector portion of the lead was returned in one piece. Multiple external insulation abrasions were found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the external insulation abrasions is consistent with friction to the device can.